Manufacturer narrative:
Intuitive surgical, inc. (Isi) ) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The usm was tested on an in-house system and failed normal mode as it triggered 23138 errors on degree of freedom (dof) 6. The usm also failed sine cycle test with error 23007 on the carriage dof 6. The usm went through more testing on a psc fixture test platform (pftp) and passed direction test, lissajous, cva characterization, sensor check, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of the recoverable fault on the system. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse discovered that the patient side cart (psc) configured on system sk2434 that was used for the procedure actually belonged on system sk4700. The universal surgical manipulator (usm) was giving error 23138 on axis 5. Therefore, the fse exchanged the usm to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, however, failure analysis has not completed their investigation. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the clinical sales representative (csr) called the technical service engineer (tse) and stated that there was a recoverable fault on arm 1 of the patient side cart (psc). The csr stated the fault returned every time they attempted to recover from the fault. The tse viewed onsite logs and found error 23138 on arm 1i of the psc. The tse asked the csr to cycle system power, emergency power off (epo), and power the circuit breaker down on the psc. Fault 23138 returned on power up. The tse asked the csr to follow system prompts to disable arm 1. The surgeon planned to complete the case robotically using arm 2, arm 3 and arm 4. The procedure was completing as planned with no reported injury. Intuitive surgical inc. Followed up with the clinical sales representative and obtained the following additional information: it was confirmed that arm 1 was disabled and that the procedure was completed robotically with the remaining 3 arms with no harm or injury to the patient.